Event description:
It was reported by customer before use that the cardiosave intra-aortic balloon pump (iabp) unit not powering up. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected field - e3.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the on/off switch was bad. It requires replacement. No error or fault logs were found. The fse was able to stop the on/off cycle by disconnecting the switch. The fse was able to perform a full checkout of the unit other than the on/off switch. The device passed all other performance tests according to factory specifications. Unit was not cleared for use but the customer stated they wish to close the service order. The site perfomrs all service and repair on their equipment.